Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1329402) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that a male patient underwent a peripheral leg procedure on (B)(6) 2014. Access was obtained at the common femoral. A pre-procedure femoral angiogram showed the vessel size to be 6 mm. Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that they thought the closure was successful until they got the patient off the table. The patient developed a hematoma (less than 6 cm in size) and manual compression was applied for 1 hour. The patient was not hospitalized. It was noted that the patient had a full bladder.